Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarms. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, and cracked reservoir tube and lip.

Event description:
The customer reported that the insulin pump alarmed motor error and kept going back to rewind. The blood glucose reading was 120mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Advised the caller to discontinue the use of the device and revert to back plan. No further information was provided.